Manufacturer narrative:
This report is submitted on january 25, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [134489 - device analysis report reg.pdf]

Event description:
Per the surgeon, the device was explanted on (B)(6) 2018 due to an infection. The patient was not reimplanted with another device.